Event description:
It was reported that the tubing of a clearlink system continu-flo solution set had a small hole. This issue was identified upon hanging the drug in the pharmacy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The user facility submitted medwatch 0700220000-2022-8060 for this event. (B)(6). (B)(4) should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from december 15, 2021 - december 16, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.